Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred on the same day the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient experienced shortness of breath and the patient¿s sister called the paramedics. After the paramedics arrived, the cgm reading was 113 mg/dl and the bg meter reading was 81 mg/dl. He was transported to the hospital and admitted. The patient¿s sister reports the admission was for ¿high readings and shortness of breath¿ (no high bg values were documented at the time of report). There was no treatment information available. Due diligence to contact the patient by technical support for more information was unsuccessful. The patient was still in the hospital at the time of the report. The patient¿s sister reported it is planned for the patient to be discharged on (B)(6) 2023. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.